Event description:
It was reported the customer was hospitalized last (B)(6) "201" for their high blood. Customer's blood glucose was 499 mg/dl. Customer stated that she had pains due to her pancreas was removed. Customer stated she had traces of ketones. Customer was wearing the insulin pump during the event and stayed for 4 hours in the hospital. Customer's blood glucose was 238 mg/dl when customer got discharged and went down to 60 mg/dl. Customer reported the insulin pump is working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.